Manufacturer narrative:
Civco notified of the event by receipt of FDA form 3500a. The facility did not notify civco of the event. Unable to determine, facility cannot confirm status of patient or if patient received injury from incident. Device was not available for evaluation. Facility does not know what unit was used or if they still have it. Method - unknown. Result (detachment of device) - unknown. Conclusion - no evaluation will be performed; no conclusion can be drawn. Narrative: method - device was not available for evaluation. Facility does not know what unit was used or if they still have it. Although the incident date on the report was in (B)(6), communication with the facility indicated this incident occurred over a year ago. Result - customers description of events in report were reviewed. A 10 year old type-s extension detached from the table allowing patient to fall. Civco contacted the facility but was not able to gain any additional information. Conclusion: based on the event description, the type-s extension detached from the table. We are unable to determine cause as the facility does not know what device was utilized with this incident. The facility has since gotten new tables and they are not sure if the older units still exist in their inventory.

Event description:
Medtec was notified of this occurrence on (B)(6) 2011, by FDA letter and copy of medwatch submitted by user facility. Event desc: patient was to receive or had received radiation treatment. Patient was lying on the table - reached up and grabbed top of table (head extension) dislodging it, and patient fell to the floor. The head extension supports the patient's head during treatment. This device did not have a locking mechanism to hold it in place. No additional information could be obtained from the facility about this incident or the device used in the incident, nor was the device available to be reviewed.